Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle jammed as the surgeon was clipping the vessel, then the device would not open. The surgeon pulled the device to remove and the vessel tore. Another clip applier was used to repair the tear and to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).